Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and experiencing high blood glucose levels. The customer¿s blood glucose was 520mg/dl at the time of incident. The customer states has corrected high blood glucose levels but declined to trouble shoot for high blood glucose levels. Customer stated they replaced the battery cap and now the insulin pump alarmed button error. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces on esc and act button. No button error alarm during testing. No time clock anomaly noted. Insulin pump meets specification: no the information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.